Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for fibrin. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using an unspecified bd vacutainer® sst¿ blood collection tubes samples are clotting. The following information was provided by the initial reporter. The customer stated: customer reports that aliquoted samples from sst gold top tubes clotted when heated at 56c for vdrl test.

Event description:
It was reported when using an unspecified bd vacutainer® sst¿ blood collection tubes samples are clotting. The following information was provided by the initial reporter. The customer stated: customer reports that aliquoted samples from sst gold top tubes clotted when heated at 56c for vdrl test.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.